Manufacturer narrative:
Additional information: a medtronic representative inspected the navigation system and replaced the camera. The issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect device was returned to the manufacturer for evaluation and the issue was confirmed. When connected to a known good system, the polaris camera system control unit (scu) performed as expected without issue. However, a check of the event log revealed an intermittent history of position sensor current out of range. Hardware investigation was completed and this issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement cameras shipped to site (B)(6). Neither suspect device has been received by manufacturer for analysis. Device not returned.

Event description:
A medtronic representative reported, while outside a case, that their navigation system camera was cycling. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the psu would not power on when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.